Manufacturer narrative:
Product event summary #driveline cable, (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection of the driveline cable revealed that the driveline have cracks, confirming the reported event. A driveline sheath repair was performed by removing the old repair to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a routine inspection and hospital biomedical engineer noted cracks in driveline due to general wear. Temporary repair was performed. Driveline will be repaired on next clinic appointment. No further patient complications reported with this event.